Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 10 cm in diameter abdominal aortic aneurysm. The bifurcate was implanted from the left side (16x24x93) limb implanted on the right side. An endurant limb was implanted to treat a right internal iliac aneurysm. The right internal iliac artery was coiled and covered during the procedure. The patient was lost to follow up. It was reported that the patient presented emergently with abdominal pain. A CT was performed and a distal type I endoleak was observed in the left endurant ipsilateral stent graft limb. The patient was referred to the original implanting physician and an intervention was performed. The physician elected to extend the left limb with another endurant stent graft limb and implanted an endurant aortic cuff. The endoleak was resolved after the intervention procedure. Per the physician the cause of the event was due to the patient anatomy of continued aortic dilatation distal to the existing stent graft. The ipsilateral limb of the endurant bifurcate extended approximately 3 cm into the left iliac artery. The portion of the artery that was not covered by the stent graft had continued to deteriorate growing to a size of approximately 17 mm in diameter allowing for a leak around the 16 mm diameter ipsilateral limb. The physician did not believe the event was related to the device or related to a placement issue. No additional clinical sequelae were reported and the patient is fine.